Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through event history log review. The cause was false empty detect at initial drain and I-drain alarm volume was met. If any additional information is received, a follow-up will be sent.

Event description:
A high drain error 101 (night drain cycle one) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 12:30:53. No additional information is available.